Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found connection is possible, but the black plastic corner of the connector is partially chipped, based on the results of the investigation, the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the connector cracking. Conclusion/a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the processor connector is damaged. It can still connect, however, a part of the corner of the black plastic of the connector has chipped off. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the processor connector is damaged. It can still connect, however, a part of the corner of the black plastic of the connector has chipped off. There were no reports of patient harm.